Event description:
It was reported that customer returned a 2551h20 catheter to them. Customer said that when inserting the foley catheter and inflating the balloon, the yellow cap came off. The product was opened. They had that in their physical possession.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter addr 1: (B)(6). UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (4) photo samples. All photo samples showcase an overview of a foley catheter with the inflation cap disconnected from the inflation arm. Visual evaluation of the returned sample noted one opened (with original packaging), foley catheter. Visual inspection of the sample noted the inflation cap/inflation port was disconnected from the inflation arm on the return sample. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer returned a 2551h20 catheter to them. Customer said that when inserting the foley catheter and inflating the balloon, the yellow cap came off. The product was opened. They had that in their physical possession. Per additional information received on 07jul2025 stated that the impact was mainly economic, as the client had to make the purchase of another probe, and their procedure had to be postponed to take the new probe. Not necessary for for medical or surgical intervention due to the incidence. No exposure occurred.